Event description:
It was reported the unit will not power on, even with a new battery. The unit would begin to power on and then just shut off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pc (printed circuit) board was out of specification. Both bail covers, the upper and lower case, and the battery drawer were broken. The battery release was also contaminated and battery contacts compressed.